Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave catheter during the procedure presented a difficult to irrigate. The patient was being treated for a posterior wall for a redo ablation. During the procedure, the farawave catheter was dripping upon entry. When the catheter was pulled out, the physician could no longer flush the catheter. As attempted troubleshooting, the physician disconnected the flush line and tried to manually flush the catheter. The original device was used to complete the procedure. No patient complications were reported. Original method/device used to complete the procedure. The device is expected to be returned for analysis.